Manufacturer narrative:
(B)(4). The returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had purulent drainage from his ipg pocket site. The patient was admitted to the hospital due to infection at ipg pocket site. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the entire scs system was explanted. The patient was to be placed on IV antibiotics and cultures were to be taken.